Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error code 44510". No patient involvement reported.

Manufacturer narrative:
A previous follow up was sent in error using this MFR number. A correction report will be submitted under 3012307300-2019-02903. One cadd administration set was received. Two pictures were received and in the first picture, it could be observed that the filter from the rra product and a leak was fleeting from the air vent. In the second picture, it could be observed that the same device was connected to a cadd pump solis and the wipe under the filter looked wet. Visual inspection of the sample was conducted by inspecting the sample at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in 1 join of the filter with the tube. Functional testing was conducted by leak testing the samples that were received to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process was conducted and was considered correct and adequate. The leak was able to be confirmed.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection identified that the pump had damaged lens. Functional testing included power up process. Customer stated issue was duplicated and was confirmed. Problem source was identified as faulty main board.